Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the display is going blank on the insulin pump. Caller stated that she put a battery in the night before and this morning when the customer went to school, the pump said low battery. Caller stated that the pump had all bars on the screen this morning. Customer is using energizer batteries. Caller stated that the pump does not show signs of physical damage and has not been exposed to moisture. Customer's last blood glucose was 254 mg/dl. Customer's batteries are lasting 2 days. Customer woke up the other morning and nothing was on the screen. Customer will be sent a replacement battery cap. Caller does not recall a bad battery alarm or weak battery alarm even though it was found in the alarm history. Troubleshooting was performed and caller was advised to monitor the pump.